Event description:
Epidural catheter was inserted for pain control. Catheter was noted the tubing appeared to be broken in the morning two days later. Further inspection indicated that the tubing had separated where the tubing is inserted in the ports.